Event description:
It was reported that the pt was implanted with a left ventricular assist device (lvad) on (B)(6) 2014 and was discharged to a rehabilitation of facility on (B)(6) 2014 after improvement from a long post-op course with complications of multi organ-failure, severe gi bleeding and unspecified respiratory status requiring a tracheostomy. At the time of discharge the pt was on intermittent mask oxygen. On (B)(6) 2014, the pt's heart rate was noted to be dropped on the cardiac monitor. When checked by the staff at the rehabilitation center he was found to be unresponsive. At the time the pt was reported as "asystolic." The vad reportedly began alarming with low flow after the pt was asystolic and it was stated that there was "nothing abnormal on the screen prior to the pt going asystolic." The pt was emergently transferred to a local emergency department. It was stated that the pt was given epinephrine starting at the rehabilitation center and then at a local hospital emergency dept before transferred to the implanting center. A CT scan performed upon arrival revealed that the event was "indicative of respiratory failure." The physicians also suspected pulmonary embolism based on the CT scan results. The pt continued unstable and despite epinephrine administration his rhythm did not return. The pt expired on (B)(6) 2014. The hospital staff indicated that the entire vad team did not believe that the cause of expiration was vad related and that it was a result of respiratory failure. An autopsy was not performed. No other info was made available.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Based on the information provided and due to the pump not being available for evaluation, a root cause for the reported event could not be conclusively determined. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.